Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During unpacking, the catheter was separated like the casing around the catheter was broken. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged at approximately 21cm to 30.5cm and from 4cm to 10cm from the strain relief. The shaft was not completely separated the inner liner was still connected. There were 2 kinks and some shaft damage. The 1st kink was located at 31cm and 32.5cm from the tip. The tip/shaft also showed some damage located at 1cm to 2cm and from 7cm to 8cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During unpacking, the catheter was separated like the casing around the catheter was broken. The procedure was completed with another of the same device. There were no patient complications.